Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "error 322 link switch error" was reproduced. A review of the event history log revealed "system error 322 - link switch error (low)" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was a faulty lower link switch. The lower auxiliary required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)).this occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.